Manufacturer narrative:
(B)(4).

Event description:
The rep confirmed that the x-ray ruled out a flipped device. The ins position was okay. Communication was possible with the pp and clinician programmer. After a few days the fluid in the pocket disappeared and the recharge was possible again.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, product type: recharger. (B)(4).

Event description:
The company representative (rep) reported a coupling issue. The recharger display showed all blocks empty even if the patient turned the antenna and pressed the antenna on the implantable neurostimulator (ins) pocket. The ins was just implanted last week. It was impossible to recharge the ins. Both the patient programmer (pp) and clinician programmer were able to communicate efficiently with the ins. It was unknown what led to this event. The recharger was changed. The physician planned a pocket x-ray for tomorrow in order to verify the ins position. The issue was not resolved at the time of this report. The rep will obtain more information from the patient's health care provider (hcp) tomorrow. Potentially flipped device was noted. Additional information has been requested to find out the results of the x-ray, if any intervention was needed, and the outcome of the event. If additional information is received, a follow up report will be sent.